Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid-left anterior descending artery. Following predilatation with a 3.5mm non-compliant balloon, a 4.0 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. However, while attempting to cross the lesion, the shaft of the device broke. All equipment was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient fully recovered.